Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks during separate episodes. These events were believed to be caused by noise oversensed, possible causes were discussed and a xray was performed and nothing was jumped out on the x-ray. Possible causes were discussed, and an x-ray was performed; however, no abnormalities were identified. The physician decided to temporarily turned therapy off. At this time, the device remains in service, and no additional adverse patient effects have been reported.

Manufacturer narrative:
Surgical intervention performed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks during separate episodes. These events were believed to be caused by noise oversensed, possible causes were discussed and a xray was performed and nothing was jumped out on the x-ray. Possible causes were discussed, and an x-ray was performed; however, no abnormalities were identified. The physician decided to temporarily turned therapy off. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.